Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge dropped to 20 units unexpectedly. Customer reloaded the cartridge and was able to receive an accurate fill estimate. Customer declined to troubleshoot further with tandem technical support. There was no reported impact to the customer's blood glucose level.